Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 433 mg/dl. The customer had symptoms such as thirst and treated with manual injection and bolus through insulin pump. Customer's blood glucose value was 412 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. The device settings were correct. The high pressure test was not performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Advised to monitor the insulin pump. The product was not returned for analysis.